Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 360 mg/dl. The customer changed the cartridge, tubing and site. The occlusion was resolved. Tandem technical support performed a full pump system check and the pump was found to be functioning as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.